Event description:
It was reported that the customer went to the emergency room (ER) and was admitted to the hospital with a low blood glucose (bg) level of 48 mg/dl. The customer delivered a glucagon injection in an attempt to treat bg level. The customer was treated with intravenous fluids of saline and was released on (B)(6) 2023 with the issue resolved and no permanent damage sustained. Reportedly, the cause was due to the customer delivering a correction bolus in combination with administering multiple manual injections of insulin to treat a prior bg level. A system check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned